Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with scratches on the lcd lens screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed alarm evidence of the reported issue. To further investigate, a functional test was performed. Customer's reported problem was not duplicated but was verified to have happened multiple times in the device ehl log. Root cause is unknown. The lock optic flex circuit sensor will be replaced.

Event description:
It was reported that solis vip ambulatory infusion pump, displayed error code 41541. No patient injury reported.